Manufacturer narrative:
Correction to the initial MDR in block g3 (bsc aware date). G3 should have been 28apr2023.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration, as confirmed through interrogation and x-ray. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices will not be returned as they were kept by the medical facility.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration, as confirmed through interrogation and x-ray. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices will not be returned as they were kept by the medical facility.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration, as confirmed through interrogation and x-ray. The patient underwent a revision procedure wherein the ipg and leads where replaced. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial:(B)(6). Batch: 7082444. Product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6). Batch: 2071666.